Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, during sensor deployment the cannula detached from the applicator. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph was provided confirming the reported detached cannula. A root cause cannot be determined.